Event description:
It was reported that the right atrial lead exhibited low impedance and high thresholds. X-ray and fluoroscopy revealed that the lead insulation was compromised. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found clavicular crush noted at 22.4 cm to 24.2 cm from the connector pin. In this region, an abrasion exposing the outer coil was also noted. All outer coil filars were fractured.

Event description:
New information notes: it was reported that the lead also exhibited a lead impedance measurement anomaly and loss of atrial sensing. The lead was explanted during a pulse generator changeout.